Manufacturer narrative:
Concomitant medical products: model number/catalog number: sc-2408-74, serial number: (B)(4), batch/lot number: 5027748, model/catalog description: avista MRI perc lead kit 74 cm. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patients leads were too coiled and migrated immediately after an implant procedure. The patient underwent a lead replacement procedure and was doing well postoperatively.